Event description:
Seen in 2001 for bilateral capsular contractures (grade iii right breast and grade IV left breast). Bilateral implants removed and noted to have bilateral intracapsular ruptures of gel-filled breast implants. Bilateral capsules noted to have thickening and calcifications.